Event description:
Chemical burns to both eyes involving isocyanates at (B)(6). Could no longer wear contacts after that because of gritty feeling in my eyes. Tried different pairs for two years but suffered pain and bloodshot eyes. Then in (B)(6) 1993, I had radial keratotomy corrective eye surgery that added fuel to the fire. My eyes have been burning ever since, even after having all 4 punctal plugs put in my tear ducts. There isn't a day that goes by that I don't welcome death. It not only affects me, but my kids and wife too. After 18 years of my misery, depression, lost wages, helpless doctor bills, my wife left me. Can't be outside to do things I used to enjoy. Can't sit and watch tv without being in pain. Just want to die. Now, hearing about all kinds of people committing suicide after lasik eye surgery, which apparently hasn't improved since 1993. Not only that, osha now has a national emphasis program on the health effects of exposure to isocyanates. On the 50th page of their 50-page report, it says exposure to eyes will cause permanent eye damage. Yet my employer does nothing to help me after they helped cause my problems. After returning to work in 1991 after the accident, they had eye wash stations installed and a safety eyeglass requirement on the paint line and plant wide later that year. Reduced hours without pay does not help. Can't get pain pills because of opioid epidemic. I can see why people kill themselves. I wouldn't do that to my kids. (B)(6) did after dealing with this for just 4 months and I don't blame her. I have been dealing with it for 27 years now, and I regret putting my kids and wife through this misery. What the "profanity" doctors get away with this unsafe procedure. Employers get away with injuring their employees with osha and work comp in their pockets. You guys will just file this complaint because too much money can be made, unless I'm proven wrong. Just like cigarettes are still available for sale and cancer will never be cured because both make much money. When god does decide to take me, at least I won't have blood on my hands to answer for. Unlike these corrupt doctors, employers and government organizations that are supposed to be there to protect the population that pays their salaries through taxes and apparently their lives. I pray for (B)(6) young children that have to grow up without their mother. And for all those families who have lost loved ones to lasik. A lot of money to be made selling anti-depressants too. The general population isn't as stupid as you might think. People will quit going to doctors and buying your drugs as time will show; all ophthalmologists.